Manufacturer narrative:
Due to additional information, this supplemental MDR is being submitted for the updated fields: outcomes attrib to adv event (b2) and describe event or problem (b5), in section b - adverse event/product prob; impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event (date of death), but further information was unable to be obtained as of yet.

Event description:
A cardiac tamponade occurred, and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During the procedure, it was mentioned that the first transseptal was completed using the versacross connect for faradrive. They then began mapping with the non-boston scientific bsw octaray and ended up losing transseptal access when attempting to map the right inferior pulmonary vein. Thus, a second transseptal was performed. The anesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was done was used to manage the effusion and an open chest at beside. The patient was hospitalized beyond standard of care and continued hospitalized in the intensive care unit (ICU) as of (B)(6)2025. Product is not expected to return for analysis (disposed). During transseptal puncture, there were some difficulties positioning the dilator on the septum. The ice views were difficult to see resulting from graining images. The physician kept using ice and fluoroscopy to determine positioning. Radio frequency was applied on time to the septum for the first transeptal, and once transeptal, it was difficult to visualize the sheath and versacross rf wire. Later, when the first transeptal was lost, one application of rf was used for the second transeptal. Faradrive sheath and versacross dilator, and rf wire were emergently exchanged for a large bore infusion catheter and were not visualized. The cardiact tamponade was related solely to transeptal positioning. The physician believes the versacross kit used for transseptal contributed to the effusion. It was not possible to map left inferior pulmonary vein and mapping catheter would not maneuver posteriorly. It has been further mentioned that the patient has passed away.

Manufacturer narrative:
Due to additional information, this supplemental MDR is being submitted for the updated fields: describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A cardiac tamponade occurred, and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During the procedure, it was mentioned that the first transseptal was completed using the versacross connect for faradrive. They then began mapping with the non-boston scientific bsw octaray and ended up losing transseptal access when attempting to map the right inferior pulmonary vein. Thus, a second transseptal was performed. The anesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was done was used to manage the effusion and an open chest at beside. The patient was hospitalized beyond standard of care and continued hospitalized in the intensive care unit (ICU) as of (B)(6)2025. Product is not expected to return for analysis (disposed). During transseptal puncture, there were some difficulties positioning the dilator on the septum. The ice views were difficult to see resulting from graining images. The physician kept using ice and fluoroscopy to determine positioning. Radio frequency was applied on time to the septum for the first transeptal, and once transeptal, it was difficult to visualize the sheath and versacross rf wire. Later, when the first transeptal was lost, one application of rf was used for the second transeptal. Faradrive sheath and versacross dilator, and rf wire were emergently exchanged for a large bore infusion catheter and were not visualized. The cardiact tamponade was related solely to transeptal positioning. The physician believes the versacross kit used for transseptal contributed to the effusion. It was not possible to map left inferior pulmonary vein and mapping catheter would not maneuver posteriorly. It has been further mentioned that the patient has passed away. It was further reported that the date of death was (B)(6)2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Good faith effort attempts are in progress to try and retrieve additional details regarding the patient status, but further information was unable to be obtained as of yet. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A cardiac tamponade occurred, and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During the procedure, it was mentioned that the first transseptal was completed using the versacross connect for faradrive. They then began mapping with the non-boston scientific bsw octaray and ended up losing transseptal access when attempting to map the right inferior pulmonary vein. Thus, a second transseptal was performed. The anesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was done was used to manage the effusion and an open chest at beside. The patient was hospitalized beyond standard of care and continued hospitalized in the intensive care unit (ICU) as of (B)(6)2025. Product is not expected to return for analysis (disposed). During transseptal puncture, there were some difficulties positioning the dilator on the septum. The ice views were difficult to see resulting from graining images. The physician kept using ice and fluoroscopy to determine positioning. Radio frequency was applied on time to the septum for the first transeptal, and once transeptal, it was difficult to visualize the sheath and versacross rf wire. Later, when the first transeptal was lost, one application of rf was used for the second transeptal. Faradrive sheath and versacross dilator, and rf wire were emergently exchanged for a large bore infusion catheter and were not visualized. The cardiact tamponade was related solely to transeptal positioning. The physician believes the versacross kit used for transseptal contributed to the effusion. It was not possible to map left inferior pulmonary vein and mapping catheter would not maneuver posteriorly.

Event description:
A cardiac tamponade occurred, and the procedure was cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation (pfa) procedure. During the procedure, it was mentioned that the first transseptal was completed using the versacross connect for faradrive. They then began mapping with the non-boston scientific bsw octaray and ended up losing transseptal access when attempting to map the right inferior pulmonary vein. Thus, a second transseptal was performed. The anesthesiologist then identified that the patient's co2 and blood pressure were falling. The ice catheter was then used to identify a pericardial effusion. Procedure was cancelled. A pericardial window was done was used to manage the effusion and an open chest at beside. The patient was hospitalized beyond standard of care and continued hospitalized in the intensive care unit (ICU) as of (B)(6) 2025. Product is not expected to return for analysis (disposed). During transseptal puncture, there were some difficulties positioning the dilator on the septum. The ice views were difficult to see resulting from graining images. The physician kept using ice and fluoroscopy to determine positioning. Radio frequency was applied on time to the septum for the first transeptal, and once transeptal, it was difficult to visualize the sheath and versacross rf wire. Later, when the first transeptal was lost, one application of rf was used for the second transeptal. Faradrive sheath and versacross dilator, and rf wire were emergently exchanged for a large bore infusion catheter and were not visualized. The cardiact tamponade was related solely to transeptal positioning. The physician believes the versacross kit used for transseptal contributed to the effusion. It was not possible to map left inferior pulmonary vein and mapping catheter would not maneuver posteriorly. It has been further mentioned that the patient has passed away. It was further reported that the date of death was on (B)(6) 2025. It was further reported that the patient was in their 30s.

Manufacturer narrative:
Due to additional information, this third supplemental MDR is being submitted for the updated fields: sex (a3a), gender (a3b), in section a: patient information; and describe event or problem (b5), in section b: adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.